Manufacturer narrative:
An event regarding disassociation involving a patient specific, total shoulder (bayley walker) ring was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: limited patient history, medical records, and very limited radiographs were provided for review. It appears that the patient had undergone a custom shoulder replacement for chondrosarcoma. She has had multiple surgeries and reconstructions around that area. She was complaining of pain posteriorly and prominence of her hardware despite having flap coverage. It was elected to try to tack down the hardware which was performed with fiber tape. Postoperatively she did well. Plain x-rays 09/16/2025 did not show any obvious abnormalities there is a locking ring around the head of the prosthesis. I am unable to determine whether that is a normal position of the locking ring. There is however a CT scan report 10/01/2025 which was read as unchanged from prior film and postoperative changes without fracture of the prosthesis. However, office note showed that there had been disassociation of the locking ring of the proximal humeral components. That was based on the CT scan that had been read by radiology. Based on the findings by the surgeon it was felt they would need to discuss the options with the manufacturer as this was a custom implant. As such a request was made by the surgeon to provide rebushing components for a right bayley walker with a dislocated retention ring. No additional information was provided for review. Event confirmation: the request for custom implants cannot be confirmed. Failure of the locking ring cannot be confirmed. Presence of a custom implant and a surgery for painful hardware can be confirmed. Root cause: the root cause for the events cannot be ascertained without additional information. That said, the root cause for the request of a rebushing components would be disassociation of the locking ring (if confirmed)." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised due to dislocated retention ring. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: limited patient history, medical records, and very limited radiographs were provided for review. It appears that the patient had undergone a custom shoulder replacement for chondrosarcoma. She has had multiple surgeries and reconstructions around that area. She was complaining of pain posteriorly and prominence of her hardware despite having flap coverage. It was elected to try to tack down the hardware which was performed with fiber tape. Postoperatively she did well. Plain x-rays 09/16/2025 did not show any obvious abnormalities there is a locking ring around the head of the prosthesis. I am unable to determine whether that is a normal position of the locking ring. There is however a CT scan report 10/01/2025 which was read as unchanged from prior film and postoperative changes without fracture of the prosthesis. However, office note showed that there had been disassociation of the locking ring of the proximal humeral components. That was based on the CT scan that had been read by radiology. Based on the findings by the surgeon it was felt they would need to discuss the options with the manufacturer as this was a custom implant. As such a request was made by the surgeon to provide rebushing components for a right bayley walker with a dislocated retention ring. No additional information was provided for review. Event confirmation: the request for custom implants cannot be confirmed. Failure of the locking ring cannot be confirmed. Presence of a custom implant and a surgery for painful hardware can be confirmed. Root cause: the root cause for the events cannot be ascertained without additional information. That said, the root cause for the request of a rebushing components would be disassociation of the locking ring (if confirmed)." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
As reported via onkos case: we have received a request from surgeon to provide rebushing components for a right bayley walker with a dislocated retention ring.